Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified external iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice both at 14 atmospheres; however, during the third inflation at 14 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.